Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed the electrical continuity test. Failure analysis investigation also found that a small piece of the yaw pulley beneath the grip assembly was found to be melted or removed; material was missing. Therefore, the area was no longer smooth. A slight char mark was observed at the area. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable and the yaw pulley damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wires broke at the end of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.